Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the guidewire stuck in the lead lumen. Visual inspection noted dried blood and body fluid in the lumen and separation in the insulation tubing. It was also noted that the insulation tubing had been removed from the lead distally at 31 mm. Analysis found possible surface electrocautery damage. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged. A revision procedure was performed three months later. During the revision procedure, the physician was unable to advance the guidewire through the lead. The lv lead was explanted and a new lead was successfully implanted.